Event description:
It was reported that marisa states leaks. Authorized called to say that unit is not collecting urine. Rep did a water test, and it passed, also said the unit has urine underneath the base. No additional information provided. Troubleshooting resolved the issue. (Prepping and placement tips shared).

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was unconfirmed, as the product met specifications. The device did meet relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging), pw collection system with accessories (collection canister with lid, collector tubing, pump tubing and power cord). There were no cracks present. There was no residue present. The stop valve was working properly. There were light and sound indicating function. Once the device was opened up, there was no residue on the base and the rim. Further inside, there was no residue and no corrosion on the returned pcba. There was also no residue in the inner tubing next to the motor. A risk review is not required as the reported event is unconfirmed. A labeling/packaging review is not required as the reported event is unconfirmed. A retain sample analysis is not required as no relevant retained samples are available for testing. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. A DHR/bh review is not required as the reported event is unconfirmed. Based on the results of the investigation, no further action is required. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that (B)(6) states leaks. Authorized called to say that unit is not collecting urine. Rep did a water test and it passed, also said the unit has urine underneath the base. No additional information provided. Troubleshooting resolved the issue. (Prepping and placement tips shared).